Event description:
A customer located in the united states contacted mallinckrodt on (B)(6) 2024 to report they experienced a delivery failure with their inomax dsir plus device. There was no report of patient harm associated with this event. The complaint device was returned to mallinckrodt for investigation. A delivery failure alarm due to an apparent inter-processor link (ipl) failure was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the event.

Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. Mallinckrodt performed additional investigative activities and isolated the cause of the ipl failure to an anomaly associated with the dsir software communications component. The root cause for this occurrence is likely due to a latent defect identified in the device's software. Although a delivery failure alarm due to an ipl failure is an intermittent and infrequent occurrence, mallinckrodt is developing a software improvement to prevent future occurrences of ipl failures with the dsir device. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.